Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Sus voluntary event report mw5061834 reported that: after having knee replacement surgery, patient noticed that she had trouble with balance, walking and standing. She also suffered nerve pain, chronic pain and had to use a cane to walk for about 2 years. She complained to her surgeon immediately, they now say she needs revision. Patient had to use a knee brace to walk. Patient hears clicking sounds, buckling of the knee occurs often and constant pain which causes...patient never imagined than an arthritic knee condition would prevent her from working at (B)(6). Patient had been fully employed since (B)(6) old. Patient was often teased by her coworkers as "work alcoholic", "a busy body". Always energetic. But that changed when she had her 2nd and now 3rd surgery in 2010 and 2011. Unfortunately the doctors told her that she suffered trauma during her total knee replacement surgery and that fibromyalgia has prevented her from fully recovering. All she knows is that she uses a cane , walk with a lump, and has chronic fatigue and pain on a daily basis. Patient cannot do half of the activities that she used to do for all her life. Her pain is also affected by weather: rain, cold, humidity, and heat are not good days for her. She knows that that before her tkr surgery she did not have chronic joint pain, severe heel pain, stiffness in her joints and knee pain in both her knees. She wasn't tired; she had a lot of energy and used to do a lot of things with her coworkers, friends and family. Now she stays at home and goes out for light shopping, doctor appointment and physical therapy only. If she does normal activities on one day, she cannot walk for two days later. Patient uses handicap bars to shower, cannot climb stairs, cannot travel on public transportation, have difficulty dressing, bathing, sitting, standing, bending, kneeling and squatting. Lately she has trouble holding her urine. At night she changes her undergarments and pajamas several times throughout the night. Her balance is off and she often feels dizzy and almost falls which is very scary when she has to travel in a city like (B)(6). Her family has been very supportive and often travels with her. They go on errands for her, shop for her, help her with household chores. At her middle age its a bit embarrassing that he needs her elderly father to help her around. People stare at her and look at her strangely when they see her walking with her supported device. People also tell her that she looks pretty and nice and should feel likely that she is not in a wheelchair. She still feels bad inside and often feels depressed. Its not fair: she believed in his doctors and trusted that her tkr would cure her from constant knee pain. She feels like she got worse after her tkr. She has constant tingling in both her hands and feet. Her old c- section incision causes nerve pain when she touches it. Her incision is 13 years old and never hurt before her tkr. When she tried her prescribed medications, she is nauseous all day, feels dizzy and feels very tired. Her speech is sometimes slurred and her memory gets cloudy when she is medicated. Because of her pain her blood pressure has been elevated to stroke levels, so she is very afraid of dying and checks her blood pressure everyday. Overall she is encouraged by her children. Her doctors told her to stay on medication, continue to lose weight and stay as active as she possibly can. She had no plans of being on medical leave, all she can hope is to fully recover and return to an active life one day.